Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states they had low at work and the paramedic's responded. The customer's levels had been as high as 300 mg/dl, and as low as 54 mg/dl. The customer declined to troubleshoot.